Event description:
The purple introducer to the bard brand power port port-a-cath kit became too malleable for the surgeon to use. Another power port kit was opened with the same problem for the surgeon. At this time the bard port kit was used, the coils in the guidewire became unraveled and the device was not used. A second bard kit was opened and the port was implanted successfully. The representative had offered an in-service, but the surgeon, felt it was not necessary. The representative will contact the surgeon again and offer an additional in-service option.